Manufacturer narrative:
Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration. Dates previously submitted do not apply. Device returned was not manufactured by our company this complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Patient's weight was not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to integrate.